Event description:
The account alleged that the right head siderail will not latch in the up position due to the siderail being damaged at the pivot joint. The account didn't know if there were any injuries, and didn't know if a pt was in the bed.

Manufacturer narrative:
Repairs have not been completed.